Event description:
I recently noticed that the cope system in our facility may lead to selection errors in an unforseen way. Most providers will type in the first few letters of the drug name, then select the correct option from a drop down box. When searching for restoril using "restor", our system prompted selection for "rosuvastatin" as the brand name crestor contains restor. I tried several other drug name searches and similar misleading selections were prompted as well. I can send screen shots. In places that I have worked previously, search terms only yield results of drug names that begin with the first letter of the search term. (B)(6).